Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment, tissue damage, intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. A super stiff 0.035 inch guide wire was advanced in the left upper pulmonary vein and the steerable guide catheter (sgc) and first clip delivery system (cds) were prepped per the instructions for use (IFU). The cds was advanced to the mitral valve and noted a broad jet with prolapsed left anterior leaflet. The clip was positioned on the medial-center of the valve, there was successful grasp and mr reduced by a little. The leaflet insertion was checked and the clip was deployed. After a few minutes the clip appeared to have a single leaflet device attachment (slda) from the posterior leaflet due to rupture of the leaflet which was noted to be frail. The physician believes the slda was due to the anatomy. Another cds was advanced and implanted laterally to stabilize the first clip and to further reduce mr. The clip was successfully deployed and mr was reduced to 2+. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient anatomy (friable leaflet). Tissue damage also is related to patient conditions (friable leaflet). Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.